Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, its anchor broke during insertion. This was detected during a repairing of right shoulder glenoid labial injury surgery on (B)(6) 2025. The case was completed successfully by changing to a new one. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15300810 was received for evaluation. Visual inspection revealed that the anchor was broken at the proximal end; pieces of the anchor are missing, most likely due to the breakage. The sutures were not damaged. Functional testing was performed by moving the anchor still attached to the sutures; no resistance or issues were noted during the test. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.